Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the sys. The fse decontaminated the sys. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported that erratic sodium results were generated by the unicel dxc 800 synchron system. It is not known if the results were reported out of the lab. The customer previously ((B)(6) 2008) noted a greenish residue in the flow cell. The customer is not familiar with maintenance procedures and reportedly did not wish to perform weekly maintenance to rid the sys of the greenish residue. There was no report of any change to the pts' care or treatment. There is no report of any adverse event or serious injury. The customer runs quality controls every hour and calibrates the sys as necessary to bring the quality controls within range.